Manufacturer narrative:
Tw#: (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: h6-device code changed to 2183. The device was returned to the factory for evaluation on 03/23/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be intact with no visual defects observed. A reference endoscope was inserted into the cannula until it snapped into place with no visual or physical difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. A reference endoscope was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- endoscope" was not confirmed. The lot#: 3000502641 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site postal code exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during the procedure harvester introduced the endoscope into the harvesting cannula of vasoview hemopro 2. The surgeon observed that there is restriction at the proximal part of the cannula (near the c-ring), unable to push the endoscope fully into the cannula due to restriction. No object was found inside the cannula. The procedure was completed with the new evh system. There was no delay and patient harm.